Event description:
A medtronic representative reported that the power cable for the em navigation system is damaged and is fraying near the lemo connector. The internal wires were exposed and not insulated. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was returned to the manufacturer for analysis and showed signs of physical damage. The cable jacket has been pulled at the lemo connector exposing the shield wire, but it is not frayed. Otherwise, the cable passed a continuity test with no opens or shorts detected. The reported event was confirmed. The device was replaced and there were no further issues. A medtronic representative went to the site to test the equipment. The system performed as intended.